Event description:
It was reported per field service report: pump was on pt. Symptom - display went blank, console continued to pump. Findings/action taken: found loose display cable connection at central processing unit (cpu), replaced both display cable assembles (inner & outer). Found console power reset when putting arrow cable and accessory bag on side cover, suspect static problem. Replaced the cpu board. Passed functional check. Additional info received from the field service rep on 05/12/2010 stated the pump was switched off the pt. The pump was sent to biomed and repaired. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.